Event description:
The patient reported that she had to turn up the stimulation every few weeks because frequency returns. This began three weeks prior to (B)(6) 2016, sometime at the beginning of (B)(6). She was still getting up four times per night. The patient was on program 1 at 2.5 and increased to 2.8. She could feel stimulation and it was comfortable. She noted that the implant worked very well and her symptoms were better than they ever were. It was later reported on (B)(6) 2016 that patient therapy was helping until three days ago it was not helping and she like to know how to change the setting on the patient programmer (pp). The patient was feeling stimulation. The patient was assisted with using pp and setting was program 1 at 3.5 v and therapy was on. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the return of frequency and if adjusting stimulation was the only action taken was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.